Event description:
A diabetic educator reported the customer suspending his insulin pump, and the customer's blood glucose value rising to 579 mg/dl. The educator stated the customer suspends during showers, and that the customer will be advised to stop doing so. The educator reported the customer will be advised to count carbohydrates carefully and to monitor for recurring issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.